Manufacturer narrative:
After further review it was determined that the record is valid. Kindly disregard the previous rationale. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, in this complaint mentioned that routine battery maintenance calibration. Battery calibration performed by customer. Device examined by fse. No other malfunction. No battery expired. Customer doing it incorrectly. The machine was functioning correctly customer performed functional checks. All functional checks done as per getinge specifications. Customer not doing the battery maintenance correct. It is not reportable to FDA. As a result no follow up MDR is necessary. Please cancel in your database.

Event description:
After further review, in this complaint mentioned that routine battery maintenance calibration. Battery calibration performed by customer. Device examined by fse. No other malfunction. No battery expired. Customer doing it incorrectly. The machine was functioning correctly customer performed functional checks. All functional checks done as per getinge specifications. Customer not doing the battery maintenance correct. It is not reportable to FDA. As a result no follow up MDR is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). Event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had software issue for battery checks. There was no patient harm.